Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms. The related cardioverter defibrillator is programmed to tachy mode as the patient is currently receiving palliative care. This lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).